Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained samples. Because the state and composition of the foreign substance on the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the patient received an intravenous catheterization. Upon opening the 24-gauge catheter needle for inspection, lint was observed on the needle surface. A new catheter needle was replaced.